Event description:
It was reported that a patient presented in-clinic with arrhythmia. Examination of the patient's pacemaker revealed failure to interrogate with no magnet response noted. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: codes should reflect device not returned.